Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: a device history review was not performed as the lot number is "unknown" for this complaint. No units or photos were provided for this incident, therefore the alleged defects of leakage at septum (nexiva) as stated in the reported as code or the defect of leakage (q-syte) as stated in the event description, could not be identified nor confirmed and a root cause could not be established.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.